Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device was not returned for an evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes damaged threads, and is considered a similar complaint. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: d4: (B)(4), g7: checked "follow-up," h3: changed "no" to "yes."

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown reporter's first name, last name, and email address not provided/unknown. Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the internal threading of the implant (B)(4) was damaged when attempting to place the healing abutment. The implant is still placed and a thread tap was requested. Tooth location 30.